Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014. The patient was trying to understand this device, but it didn¿t really help all that much. The manufacturing representative taught the patient how to use the recharger.

Event description:
It was reported that the patient was reprogrammed by a manufacturer representative on (B)(6) 2014. About 4 or 5 hours after the app ointment, at 3:30, the patient¿s stimulation shut off. The only time the stimulation would ¿come on¿ was when the patient would lay on their side. This issue had been present since the day of reprogramming. The cause of the event was determined to have been due to the fact that the patient had adaptive stimulation set up and needed to increase their amplitude. There was no additional reprogramming performed and there were no interventions taken as a result of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.